Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. (B)(4): the returned battery passed external visual inspection, but failed functional testing. The battery pack firmware had a cell under-voltage (cuv) flag enabled which had rendered the battery inoperable. Further testing determined that a cell pair was not performing to specifications. Heartware has initiated an internal investigation to further evaluate this issue. The company is seeking this information through the event investigation.

Event description:
It was reported that a patient stated that his battery has drastically reduced run times all of the sudden. No effects on the patient. Battery was exchanged and returned for analysis. Battery received by manufacturer on 12/23/2015.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.